Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. There was contrast and blood in between balloon folds. The balloon, markerbands, proximal bond and tip were microscopically examined. There were multiple hypotube kinks. Functional testing using an inflation device filled with water to inflate the balloon to the rated burst pressure did not reveal any burst. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was inflated to 18 atmospheres which is above rated burst pressure (rbp). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.